Manufacturer narrative:
Results: the 3maxc was fractured approximately 20.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the 3maxc was fractured. This type of damage typically occurs due to improper handling during removal from the packaging hoop. If the device is forcefully retracted at extreme angles during removal from the packaging hoop, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician found that the penumbra system 3max reperfusion catheter (3maxc) was broken upon removal from the packaging. The damage to the 3maxc was found prior to use and therefore, the 3maxc was not used in the procedure. The procedure was completed using another catheter.